Event description:
It was reported the dystonia patient¿s implantable neurostimulators (inss) had ¿depleted¿ and were replaced around the end of 2014 as a result. It was further reported that ¿not much time had passed¿ since the inss were initially implanted and that the inss were ¿suspected to be experiencing premature exhaustion.¿ it was stated that ¿not even two years had passed since implantation in (B)(6) 2013¿ and that the physician requested the devices be analyzed ¿to see whether there was a possibility of premature exhaustion.¿ there were ¿no¿ health hazards to the patient from the event. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Correction: please note that device conclusion code, and result code, no longer apply to this report. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with okay telemetry and output. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.